Event description:
Chest surgery was being done when the insulation and wires of the monopolar connecting cable burned and split through. A standard electrode was used with the cable. The wires burned at a point near the female connector end of the cable. No pt injury was reported.